Manufacturer narrative:
Additional information added; b.5, & h6; (patient and device codes). Correction: h.4. The customer¿s reported complaint of an under infusion was not confirmed. There were no obvious issues or anomalies identified with the source device during the inspection. Results from a review of the logs identified the system was last powered on at 04:11 pm on (B)(6) 2019 with concomitant pump module s/n 15433724 (channel a) and source pump module s/n (B)(6) (channel b) attached. The profile ¿opic¿ appeared to be in use. Four basic infusions were programmed with various infusion rates until the system was powered off on (B)(6) 2019 at 11:48 am. The total volume infused was recorded at 413.221ml. There were no obvious issues observed to have contributed to the reported under infusion. Refer to the failure investigation log table for additional details of the programmed infusions. Testing confirmed the customer¿s pump module is operating within specification. The root cause of the customer¿s report of an under infusion was not determined.

Event description:
It was reported that the volume and time were set correctly, however; the pump took longer than anticipated to infuse. It was further confirmed during follow up, that there was no patient involvement and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional info: d.11;h.4.

Event description:
It was reported that the volume and time were set correctly; however the pump took longer than anticipated to infuse. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the volume and time were set correctly; however the device took longer than anticipated to infuse. There was no patient harm.